Event description:
Patient contacted depuy spine to report having had a depuy cervical locking plate with screws implanted in her neck. Patient wants to know what the plate and screws are made of because she thinks she has an allergy to them. She said a dr (B)(6) at (B)(6) performed her surgery on (B)(6) 2011. She said the doctor¿s office told her they don¿t know what the implants are made of. The following mfg medwatch reports are being submitted for the plate and a minimum of four screws that are believed to have made up the construct: 1526439-2014-11389; 1526439-2014-11390; 1526439-2014-11391; 1526439-2014-11392; 1526439-2014-11393.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device remains implanted.